Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level ws 380 mg/dl. The troubleshooting was performed. The customer was advised that the alarm was cause by set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer did a successful infusion set change. The customer was advised to send set back to us.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.